Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the oscillating saw attachment device was frozen/would not move and did not function. It was further determined that the device failed pretest for check function in running mode and check the oscillation frequency with frequency meter. It was noted in the service order that during pre-surgery, it was discovered that the device did not work. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device being frozen/would not move, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).